Manufacturer narrative:
The devices expiration and manufacturing, respectively, dates have been entered. Device was returned to the manufacturer for evaluation, return date was entered. Manufacturer's investigation conclusion: the evaluation of the hmii lvas confirmed internal driveline wire damage that would have contributed to the reported driveline fault alarms captured in the submitted log files. (B)(4) was returned assembled with the driveline (dl) severed approximately 1.5¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned attached to the outflow elbow but had been severed approximately 0.5¿ from its hardware. A distal portion of the outflow graft material was also returned. The sealed outflow graft bend relief was returned detached from the graft attachment. The bend relief collar was returned detached from the sealed outflow graft and bend relief hardware. Upon disassembly of the hmii lvas visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end dl repair had been performed on 13dec2018 and the replaced portion of the dl was returned in one segment measuring approximately 18.5¿. Removal of the rescue tape revealed damage to the controller connector bend relief approximately 0.25¿ from the metal connector, as well as a small tear in the silicone jacket approximately 2.5¿ from the metal connector. Electrical continuity testing of the returned dl was conducted and all wires were found to be electrically intact. Visual inspection revealed no evidence of damage or wear to the insulation of the wires. Additional hi-pot testing of this dl segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. Electrical continuity testing of the pump-end portion of the dl was performed and found that the yellow wire produced an open circuit. All remaining wires passed continuity testing. Visual examination of the pump-end dl segment revealed a complete fracture in the yellow wire at the base of the pump housing. Further inspection revealed a breach to the insulation of the orange wire at the base of the pump housing. All observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wires revealed no obvious breaches to the wires. Hi-pot testing of the returned dl segment revealed no additional areas of compromised wire insulation or current leakage. The hmii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the yellow wire to its redundant motor phase wire, the fractured inner conductors of the wire would have resulted in the reported driveline fault alarms. If any of the exposed conductors of the yellow or orange wires contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to a functional issue. A functional issue could have also occurred from a phase-to-phase short if the exposed conductors from the two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mpu or battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: event description.

Event description:
Additional information was received regarding the patient outcome through gfe response. It was reported on (B)(6) 2019, through patient outcome, that the patient was transplanted on (B)(6) 2019. An email was received from vad coordinator, reporting that the transplant was not routine. Patient was having recurrent driveline fault alarms with degradation of phase a. External repair did not resolve problem so patient was upgraded to status 2 on transplant waiting list due to pump malfunction. An attempt will be made to return pump for evaluation.

Manufacturer narrative:
Approximate age of device - 2 years, 6 months. The pump remains in use supporting the patient; however, the external portion/distal end of the driveline that was replaced was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had persistent driveline fault alarms due to a suspected compromised external driveline. On (B)(6) 2018, the manufacturer's technical service representatives presented on site to perform a driveline repair. Approximately 22 inches of the external/distal end portion of the driveline was replaced. It was reported that driveline fault alarms re-occurred after the repair. No further information was provided.